Event description:
It was reported that the burr fractured. The 84% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for coronary angiography. During the procedure, the burr catheter was fractured. The burr was completely removed by simply pulling it out. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Event description:
It was reported that the burr fractured. The 84% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for coronary angiography. During the procedure, the burr catheter was fractured. The burr was completely removed by simply pulling it out. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
D4: lot number: lot number updated from 0030649281 to 0030490456. Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Product analysis did not confirm the reported event, as there were no fracture damages identified to the device.